Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. Per the reporter, the pt had elevated blood glucose all morning. At noon on the same day, the pt was admitted to the hospital with a blood glucose >500mg/dl, he was treated with IV fluids and insulin. It was reported that the last site and set change was the prior day at 5:30 pm. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.